Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 380 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they came back from a cruise and experienced high blood glucose. Customer experienced diabetic ketoacidosis, vomiting and was placed on insulin drip at the hospital.